Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The service history was reviewed and found a similar failure within the same month; however, the evaluation was not able to confirm the customer's report. The device history review was not reviewed since the device has been in the field for more than 12 months. Per the instructions for use, the user is advised the following; that the pump's control loop will monitor the pressure in the tubing set and adjust the speed of the motor to maintain the operator's chosen set pressure. When the pressure falls below the set point, the pump will speed up to deliver more fluid to maintain pressure. As the pressure nears the set point, the pump will slow down until the set point pressure is met. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that at the beginning of a knee arthroscopy the 24k irrigation console the "pressure went up". The surgeon immediately stopped using the machine. As reported, the procedure was completed as planned with no further complications or serious adverse effect on the patient. This report is raised on the basis of a device malfunction with a potential for injury upon reoccurrence.